Manufacturer narrative:
The complaint of no flow/ can't prime on item ch2000s-c cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported that the nurse could not push thru the azacitidine but there was no leaking. It was also noted that the products were prepared with confirmation that the product had spun prior to dispensing. It was noted that the event occurred during drug administration ¿ subcutaneous (sc) injection. There was patient involvement and no human harm.